Manufacturer narrative:
Further investigation did not identify a product problem.

Manufacturer narrative:
The customer found the probe tubing was moved out of the correct position and the pulley had cut the tubing. The field service representative replaced the tubing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results for elecsys hbsag immunoassay and elecsys anti-hcv immunoassay for an unknown number of patient samples from the cobas e 801 analytical unit. Of the data provided, only the results for two patient samples were discrepant. Patient 1 initial anti-hcv result was 0.105 (non-reactive) and the repeat result was 47.6 (reactive). Patient 2 initial hbsag result was 0.658 (non-reactive) and the repeat result was 17 (reactive). The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.